Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. Refer to associated manufacturer report 3005099803-2008-01485 for a description of the first event. It was reported to boston scientific corporation on july 09, 2008 that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in 2008. According to the complaint, when removed from the package, the device reportedly had a damaged tip. The physician completed the procedure with a third hydratome rx sphincterotome. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has not been received for evaluation; therefore, a device analysis is not available. The cause of the reported malfunction is undetermined. The june 2008 15-month jagtome product family complaint trend, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. Hydratome rx sphincterotome devices are included in the jagtome product family.